Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 871974) for female sterilisation. The patient had a medical history of pelvic adhesions on (B)(6) 2023, illness and pelvic pain on (B)(6) 2023, cervical plexus block, vomiting, nausea, foot surgery (right side), asthma, normal delivery (live child) (l1), therapeutic abortion (a3 tab3), parity 1 and multi gravida (multigravida supervision,normal) in 2012. Previously administered products included: iron, motrin [ibuprofen], other therapeutic products and depo provera. Past adverse reactions to the above products included: allergy with motrin [ibuprofen]. The patient had a family history of breast cancer. Concurrent conditions were listed as anemia (advised iron), bipolar disorder (not on meds), cyst (mass resolved), breast pain and smoker (to stop smoking) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3928 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic xi vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as 02-may-2012, however it was entered in argus as (B)(6) 2012 t1 contractions every 7-10 minutes but they are getting stronger. Extensive omental adhesions to the abdominal wall was noticed around the uterus. Were attached to the uterine body. Using a monopolar scissor and forceps grasper, extensive lysis of adhesions was performed and omentum and bowels were pushed away from the field. Then, the left round ligament was grasped using bipolar forcep and it was coagulated and cut using monopolar scissors. Left coils: 1 right coils: 1 ama -amnio: 46 xy bilateral micro-inserts noted current contraception is abstinence/depoprovera. Bilateral fallopian tube occlusion by essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral fallopian tube occlusion by essure coils. [Pathology test] on (B)(6) 2023: specimens: a) uterus. Uterus and bilateral fallopian tubes b) ovary cyst, left ovarian cyst clinical information pelvic and perinea! Pain; history of essure placement final diagnosis a. Uterus and bilateral fallopian tubes (robotic xi vaginal hysterectomy and bilateral salpingectomy): uterus; endometrial polyp; leiomyoma; negative for atypia; cervix; ·benign cervix, negative for dysplasia; adnexa. Foreign bodies removed from benign bilateral fallopian tubes, as per gross descriptoin cyst, left ovary (excision): most consistent with hemorrhagic luteal cyst: negative for malignancy. Gross description: uterus and bilateral fallopian tubes, consists of a uterus with attached cervix and bilateral fimbriated fallopian tubes weighing 108 g and measuring 8.6' cm from fundus to cervix, 5.5 cm from cornu cornu, and 3.7 cm from anterior to posterior. Sectioning the cervix reveals a tan-pink cut surface with a nabothian cyst measuring 1.1 x 1 x 1 cm. Both fallopian tubes each contain coiled silver wiring consistent with an essure birth control device. The right fallopian tube measures 5.4 cm in length and 0.7 cm in diameter. End the left fallopian tube measures 7.7 cm in length and 0.6 cm in diameter. [Ultrasound scan] on 17-jan-2012: (cyst/mass)negative lot number: 871974 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-sep-2023: quality safety evaluation of ptc. We received a lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 871974) for female sterilisation. The patient had a medical history of pelvic adhesions on (B)(6) 2023, illness and pelvic pain on (B)(6) 2023, cervical plexus block, vomiting, nausea, foot surgery (right side), asthma, normal delivery (live child) (l1), therapeutic abortion (a3 tab3), parity 1 and multi gravida (multigravida supervision,normal) in 2012. Previously administered products included: iron, motrin [ibuprofen], betadine anaesthetic and depo provera. Past adverse reactions to the above products included: allergy with motrin [ibuprofen]. The patient had a family history of breast cancer. Concurrent conditions were listed as anemia (advised iron), bipolar disorder (not on meds), cyst (mass resolved), breast pain and smoker (to stop smoking) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3928 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic xi vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2012, however it was entered in argus as (B)(6) 2012 t1. Contractions every 7-10 minutes but they are getting stronger. Extensive omental adhesions to the abdominal wall was noticed around the uterus.were attached to the uterine body. Using a monopolar scissor and forceps grasper, extensive lysis of adhesions. Was performed and omentum and bowels were pushed. Away from the field. Then, the left round ligament was grasped using bipolar forcep and it was coagulated and cut using monopolar scissors. Left coils: 1. Right coils: 1. Ama -amnio: 46 xy. Bilateral micro-inserts noted. Current contraception is abstinence/depoprovera. Bilateral fallopian tube occlusion by essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral fallopian tube occlusion by essure coils. [Pathology test] on (B)(6) 2023: specimens: a) uterus. Uterus and bilateral fallopian tubes b) ovary cyst, left ovarian cyst. Clinical information. Pelvic and perinea! Pain; history of essure placement. Final diagnosis. A. Uterus and bilateral fallopian tubes (robotic xi vaginal hysterectomy and bilateral salpingectomy): uterus. Endometrial polyp. Leiomyoma. Negative for atypia. Cervix. ·benign cervix, negative for dysplasia adnexa. Foreign bodies removed from benign bilateral fallopian tubes, as per gross descriptoin cyst, left ovary (excision): most consistent with hemorrhagic luteal cyst: negative for malignancy. Gross description: uterus and bilateral fallopian tubes, consists of a uterus with attached cervix and bilateral fimbriated fallopian tubes weighing 108 g and measuring 8.6' cm from fundus to cervix, 5.5 cm from cornu cornu, and 3.7 cm from anterior to posterior. Sectioning the cervix reveals a tan-pink cut surface with a nabothian cyst measuring 1.1 x 1 x 1 cm. Both fallopian tubes each contain coiled silver wiring consistent with an essure birth control device. The right fallopian tube measures 5.4 cm in length and 0.7 cm in diameter. End the left fallopian tube measures 7.7 cm in length and 0.6 cm in diameter. [Ultrasound scan] on (B)(6) 2012: (cyst/mass)negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Reporter information,patient information,medical history,lab dara,lot number added. We received a lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3929 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3928 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2012, however it was entered in argus as (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated from (B)(6) 2012 to (B)(6) 2012. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, (B)(6) days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.